Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing on the right ventricular (rv) channel, despite not having an rv lead. Technical services (ts) was consulted and determined that this was caused because the auto lead detect at implant was not satisfied. Ts determined that the oversensing of auto lead detect caused pacing inhibition of approximately two seconds on left ventricular (lv) channel. In order to solve this issue, the patient underwent surgery to implant an rv lead and obtain the required impedance measurements. No additional adverse patient effects were reported. This crt-p remains in service.

Manufacturer narrative:
This product was not returned to boston scientific as it remains in service. As such, physical analysis has not been conducted in our laboratory. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of use of device issue - user error was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the "cause traced to intentional off-label, unapproved or contraindicated use" investigation conclusion code was selected based on the field report of the device being used incorrectly.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing on the right ventricular (rv) channel, despite not having an rv lead. Technical services (ts) was consulted and determined that this was caused because the auto lead detect at implant was not satisfied. Ts determined that the oversensing of auto lead detect caused pacing inhibition of approximately two seconds on left ventricular (lv) channel. In order to solve this issue, the patient underwent surgery to implant an rv lead and obtain the required impedance measurements. No additional adverse patient effects were reported. This crt-p remains in service.